Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the company representative was looking at the patient's pump logs and it showed a two hour motor stall on (B)(6) 2021 and a recovery. They were wondering if there was a way to tell if the stall was related to a magnetic resonance imaging (MRI). Discussed to ask the patient and or healthcare provider (hcp). Rep had no time to answer any other questions as they had to go. Additional information was received from the rep on 2021-05-07 who reported that the patient's weight was unknown and the motor stall was due to MRI. The patient also had a catheter dye study and the port was unable to be accessed due to flipping. They were scheduled for a catheter revision. Additional information was received from the rep on (B)(6) 2021 who reported that the patient initially reported the event and the motor stall was resolved. During the dye study, they had trouble locating the catheter access port because the pump was flipped. The cause of the pump flipping was that the sutures holding down the pump had dislodged. The pump was resutured and the issues were resolved. During the catheter revision, shearing was noted on the catheter. The hcp thought this may have been the result of the needle during the catheter access port procedure. Additional information was received from the rep on 2021-05-17 who reported that the sheared catheter was partially explanted and the portion was discarded.